Event description:
It was reported the dressings had black, mold-like dots upon receipt. The product was reportedly stored properly in a controlled environment. No patient involvement was reported.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on march 31, 2015.